Event description:
Customer reports lancet protrudes out of cap from the softclix plus device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.